Event description:
It was reported that the patient felt tightness in the chest while sleeping and the patient's heart rate was about 40 beats per minute. The device was reprogrammed and the patient symptoms improved. The patient subsequently report feeling chest tightness again, with premature heart beat and atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).